Event description:
It was reported that a user experienced three damaged connectors and was referred by the distributor for replacements; a replacement shipment of connectors was arranged with expedited delivery. Symptoms included no reported adverse events or blood glucose issues. Outcomes included no alerts or alarms and no need for medical care. Investigation included review of complaint details and logistical verification for replacement supplies. Investigation of this case revealed damaged connectors reported in the field. It was concluded that replacement connectors were provided and the user will supply the lot number for traceability.